Event description:
It was reported, the rhino-laryngo videoscope had the insertion part peel and fall off of the distal end. The issue occurred during unspecified diagnostic procedure. There were no reports of patient harm nor delay in the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external factors, including the usage of the device by the user facility. However, the root cause of the suggested event could not be further specified. As to the handling of actual device, as result of confirming contents of instruction manual, there was found the following description, which may prevent the indicated phenomenon: do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.